Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement and loss of capture with no asystole. The lead was repositioned successfully. No additional adverse patient effects were reported.